Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip clamped on the duct and the jaws would not open. The surgeon wiggled the device off the tissue and there was no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4)-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell. The home patient (hp) stated the supply bag fell and disconnected during the dwell phase. The technical service representative (tsr) advised the hp to start over using new disposable supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated he was feeling fine since this incident and has had no problems with therapy. The lot number of the cassette was obtained; however, the hp stated the sample had been discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: the reported condition of, channel b is alarming 808:07 / clip was stuck in mechanism, was not confirmed; however, it was confirmed that failure code 803:07 occurred on ch-b due to a slide clamp inadvertently left in the channel. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 4.00x20mm, 90% stenosed de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The 4.00x20mm taxus liberte stent delivery system (sds) was advanced to but could not cross the target lesion. The physician used a taxus liberte 3.5x24mm to complete the procedure. There were no patient complications and the patient condition was listed as "stable". However, the returned product evaluation revealed stent damage.

Event description:
On october 29, 2009, the facility's technician reported to baxter global technical services that on october 27, 2009 one colleague cx triple channel volumetric infusion pump in which a malfunction of "channel b is alarming failure code 808:07. The clip was stuck in mechanism, the clip was taken out but, pump still alarms. The reported condition occurred during patient therapy which caused the patient therapy to stop. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently not known.